Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports injection in the lips with a syringe of juvéderm voluma® xc. The patient ¿developed several granulomas with extreme pain, terrible bruising, and [the] lips turned black and blue, 3 to 4 days later and [lips] were swollen." Patient asked to be injected with juvéderm® ultra xc but was injected with juvéderm voluma® xc.¿ the patient was treated with restylane injections in the lips two months later. The symptoms are ongoing.